Manufacturer narrative:
Correction: the initial report indicated product problem in error and has been corrected in this report to indicated adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine and two other unknown drugs via an implantable pump for spinal pain. Drug concentrations and dose rates of the pump medications were unknown. It was reported that the patient has had the pump replaced so many times that she needs a "zipper" where the pump was placed. They had taken the pump out last time because the physician placed the pump on her side and they thought it was infected, so they took it out in the emergency room (ER) in (B)(6) 2018. It was further noted that the pump was rubbing. The date (B)(6) 2018 is considered an approximate date of event (month and year known only). No further patient complications have been reported as a result of this event.